Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer's biomedical engineer reported that all beds on this device are showing communication loss on the cns (central monitoring system) and it is flashing an error. The biomedical engineer has tried power cycling the device.

Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Replaced the step down converter and the main board to resolve the issue. The org also had to be initialized. Tested and complete all steps in the maintenance check sheet per service manual. The device was repaired and returned to the customer on 12/14/2015.